Event description:
It was reported that the external pulse generator (epg) would not capture. The biomedical engineer (be) indicated that the epg could not be tested. The epg will be returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).